Manufacturer narrative:
Upon review of the alarm trace from (B)(6) 2022, no relevant alarms were observed around the time of sample measurement. Later that day, 4 sample pipetting alarms are observed. Per product labeling: "repeatedly reactive samples must be confirmed according to cdc recommended confirmatory algorithms. The subresults for either (B)(6) or (B)(6) can be used as an aid in the selection of the confirmation algorithm for reactive samples." Calibration signals were within expected ranges for the (B)(6) duo assay. The customer uses third party controls and based on the data provided, these were within specified ranges. A sample from the mother was provided for investigation. The investigation is ongoing.

Event description:
It was alleged that a newborn baby was treated with anti-retroviral medication due to (B)(6) results measured from the patient's mother when tested with the elecsys (B)(6) duo assay on a cobas 8000 e 801 module (serial number (B)(4)). The issue was reportedly found as a part of a high risk obstetric delivery. It was reported that a first sample collected from the baby's mother resulted in (B)(6)duo values of (B)(6). Values from this sample were reported outside of the laboratory. It was reported that the mother was not known to be (B)(6) for (B)(6). The mother's baby was reportedly treated with (B)(6) treatment based on results of the mother's first sample. The baby was reported to have received this treatment until (B)(6)pcr tests for both the mother and baby were (B)(6). The mother was reported to have not received any anti retroviral treatment. A second sample collected from the mother reportedly measured the same (B)(6) result with the (B)(6) duo assay. This sample was sent to another laboratory for testing where it was reported that the (B)(6) rna viral load result was allegedly"not detected". The baby was reported to be eventually diagnosed with congenital syphilis and was treated with a 10 day course of penicillin g. The baby is still in the newborn intensive care unit because of their prematurity.

Manufacturer narrative:
Investigations of the patient sample could reproduce the customer's issue. The sample showed reactivity with one hiv-1 specific peptide only. This suggests the sample had a false reactive hiv duo result as real hiv-positive samples normally react against more than one hiv specific antigen. The hiv duo assay performs within specifications according to the clinical specificity claim in product labeling.